Event description:
It was reported that during rotator cuff surgery the screw broke off when being screwed inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Upon visual evaluation, it was observed the screw had damage on the threads. Also, the square feature of the screw was damaged around the edges. The tip of the shaft was broken off. The most likely cause can be attributed to prying/leveraging the driver during insertion breaking the tip of the shaft and damaging the screw.